Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua# (B)(4). The following has been provided by the initial reporter: customer stated took test and received a positive result and 45 min later tested again and received a negative result customer stated that inbetween testing she did also take a pcr test to send in.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer tested negative at her doctor and tested positive with¿ the bd veritor at home covid-19 test (material # 256094), batch number 1270347. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. (B)(4). The following has been provided by the initial reporter: customer stated took test and received a postive result and 45 min later tested again and received a negative result customer stated that inbetween testing she did also take a pcr test to send in